Event description:
Patient is experiencing pain and has had difficulty ambulating on his right knee since the surgery in (B)(6).

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review was not performed as no device specific failure modes were identified. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. The provided medical information was reviewed by a consulting clinician who concluded: "there is no evidence his symptoms are related to the components design, manufacturing, or materials. The tender indurated area of his distal medial right thigh may relate to the foreign body removed at surgery for no pathology report is noted. Patellar problems are also more likely since a pre-operative valgus deformity was noted in this case." A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Patient is experiencing pain and has had difficulty ambulating on his right knee since the surgery in (B)(6).

Manufacturer narrative:
The following other devices were also listed in this report: tri ts baseplate size 5; cat# 5521-b-500; lot# kuxm; triathlon ps fem component, cemented; cat# 5515-f-602; lot# khebd; triathlon asymmetric x3 patella; cat# 5551-g-381; lot# j2kr; simplex p full dose 1 pack; cat# 6191-1-001; lot# rdv046; simplex p full dose 1 pack; cat# 6191-1-001; lot# rav012. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the devices remained implanted in the patient and were not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.